Event description:
(B)(4). Greater tuberosity fracture while removing a tornier total shoulder. Orif of greater tuberosity was performed. Metaphasis and poly insert were replaced only.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Manufacturer narrative:
Due to lack of information provided and the fact that the device was not returned, a definitive root cause cannot be determined. This is the final report submitted regarding this surgical event and medical device.